Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse/clinical director reported that during an intraocular lens (iol) implant procedure, one of the haptics was not unfolding and the haptic broke off. The surgeon didn¿t remove the lens because it stayed centered, he is going to observe the patient before he decides if the patient needs additional surgery. Additional information was provided by a risk manager that the lens was inserted into the capsular bag. At that time it was noted that one of the haptics was not unfolding. The optic/haptic junction was noted to be partially broken but not severed. Further information was provided indicating that the lens subluxed partially and the patient chose to seek care under another physician. She later reported that lens was explanted by another physician.